Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was flashing white. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Troubleshooting was performed. Customer also stated that the belt clip was broken. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.